Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported that the customer is having issues with insulin delivering and the insulin pump has not given any error alarms. Father was not with the customer and did not have the insulin pump information. He was advised to call back when the device is available to troubleshoot.